Event description:
During an angioplasty of the circumflex vessel, the physician passed the guidewire though the lesion and used the suspect hemostasis valve to clamp the wire in place. An angioplasty balloon was inserted into the lesion area and inflated subsequently dilating the lesion. The balloon was withdrawn. When they physician was preparing to insert a stent, he noticed in the x-ray imaging that the wire had migrated back out of the initial position in the lesion. A dissection was noticed and became worse as the wire advanced. As the procedure progressed, the wire again backed out of position after being clamped down. The suspect device was replaced before completion of the procedure. The physician attempted several times to position the wire to access the true lumen of the circumflex without success. The patient was reported as being in good condition.

Manufacturer narrative:
Evaluation conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.